Event description:
It was reported that during a coronary stent procedure, in a pre-dilated lesion, optimal stent expansion was not achieved, and the balloon became stuck in the stent. Pt was sent to surgery. Pt status is listed as "okay".